Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 14 months after the dental implant was placed in ada site 10 in the mouth, the implant lost integration in type ii bone. Clinician reports an infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 14 months after the dental implant was placed in ada site 10 in the mouth, the implant lost integration in type ii bone. Clinician reports an infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).